Event description:
It was observed, during the device inspection. That the light source's socket connection was blocked. And the endoscope could no longer be inserted into the light source. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The device was repaired on the customer site by the olympus field service engineer (fse). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: h3, h6, h11. Based on the results of the investigation, the following was determined: ·connected our asset 190 series scope to the output connector unit and repeatedly inserted and removed it. However, no abnormality was found. ·no abnormalities were identified in the external appearance of the output connector unit sent. Because indication phenomenon did not reproduce, it was not possible to determine the cause. No abnormalities were identified in the device. Olympus will continue to monitor field performance for this device.